Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The left iliac artery was occluded due to the disease. The occlusion was treated with guidewires, catheters and balloons. During recanalization and insertion of the bifurcated stent graft, the distal left common iliac artery at the iliac bifurcation was perforated. The perforation was repaired with aneurx stent graft and another manufacturer's covered stent. The patient lost some blood but is in stable condition.